Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas generated an occlusion alert hours after an infusion set and cartridge change, with blood glucose reported over 300 mg/dl; the family confirmed proper supply-change technique, noted the issue began with a newly opened box of infusion sets, and replacement infusion sets were sent, consistent with an insulin occlusion concern related to infusion set use and user interface interaction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s family and analysis of information they provided. Investigation of this case revealed no device problem found, while a usage problem was identified, aligning with an improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.